Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). The original implant procedure occurred on an unknown date. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a trochanteric fixation nail (tfn), helical blade and screw on an unknown date. The tfn nail, helical blade and screw were removed from the patient on (B)(6) 2015 due to pain. There were no issues or damages with the implanted tfn devices and no surgical delay noted. This is report 3 of 3 for (B)(4).